Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert and also had prime rewind anomaly. The blood glucose was 124 mg/dl at the time of the incident. The drive support cap is protruded. Customer advised to replace and discontinue use of the pump and revert to back up plan. The insulin pump will not be returned for analysis.